Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain in my pelvic area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("exhausted all the time"), menorrhagia ("heavy painfull periods"), acne ("acne problem"), abdominal distension ("bloating"), back pain ("lower back pain"), chest pain ("chest pain"), arthralgia ("joint pain in my knee and hips") and alopecia ("haur is still falling out/if my hair hadn't been so thick to start with I would be bald ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy in february). Essure was removed. At the time of the report, the pelvic pain, fatigue, menorrhagia, acne, weight increased, abdominal distension, back pain, chest pain, arthralgia and alopecia outcome was unknown. The reporter considered abdominal distension, acne, alopecia, arthralgia, back pain, chest pain, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: not given. Concerning the injuries reported in this case, the following ones were reported via social media: alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received (social media): event hair is still falling out/if my hair hadn't been so thick to start with I would be bald added. Event pelvic pain updated to non serious incident to serious incident event as surgery has been added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain in my pelvic area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("exhausted all the time"), menorrhagia ("heavy painful periods"), acne ("acne problem"), abdominal distension ("bloating"), back pain ("lower back pain"), chest pain ("chest pain"), arthralgia ("joint pain in my knee and hips"), alopecia ("hair is still falling out/ if my hair hadn't been so thick to start with I would be bald ") and dysmenorrhoea ("painful periods") and was found to have weight increased ("weight gain/ gained 25 pounds"). The patient was treated with surgery (salpingectomy in february). Essure was removed. At the time of the report, the pelvic pain, fatigue, menorrhagia, acne, weight increased, abdominal distension, back pain, chest pain, arthralgia, alopecia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, acne, alopecia, arthralgia, back pain, chest pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not given. Concerning the injuries reported in this case, the following ones were reported via social media: alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information received via social media. Event "heavy painful period" was split and recoded to llt" dysmenorrhea". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain in my pelvic area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("exhausted all the time"), menorrhagia ("heavy painfull periods"), acne ("acne problem"), abdominal distension ("bloating"), back pain ("lower back pain"), chest pain ("chest pain"), arthralgia ("joint pain in my knee and hips"), alopecia ("haur is still falling out/ if my hair hadn't been so thick to start with I would be bald "), dysmenorrhoea ("painful periods") and hypotension ("blood pressure is low") and was found to have weight increased ("weight gain/ gained 25 pounds"). The patient was treated with surgery (salpingectomy in february). Essure was removed. At the time of the report, the pelvic pain, fatigue, menorrhagia, acne, weight increased, abdominal distension, back pain, chest pain, arthralgia, alopecia, dysmenorrhoea and hypotension outcome was unknown. The reporter considered abdominal distension, acne, alopecia, arthralgia, back pain, chest pain, dysmenorrhoea, fatigue, hypotension, menorrhagia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not given. Concerning the injuries reported in this case, the following ones were reported via social media: alopecia,blood pressure is low. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added.event: blood pressure is low were added.fu 7 an d 8 processed together. On (B)(6) 2020: social media received. Reporter's information added .fu 7 an d 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.